Manufacturer narrative:
Further information was requested but not received.

Event description:
During a remote follow-up, episodes of post-paced t-wave oversensing were observed. Reprogramming was recommended. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
During a remote follow-up, episodes of post-paced t-wave oversensing were observed. Reprogramming was recommended. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.